Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. The customer's blood glucose level ranged from 102 mg/dl to 147 mg/dl. The customer had manual injections as alternate insulin therapy.